Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tip was very distal in a thin vessel and no attempt was made to recover it, the doctor decided to leave it there.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the apollo catheter was returned within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: no damages were found with the catheter hub. No bends, kinks, stretching, flattening, or accordioning was found with the catheter body. The ldpe coupling tube was found separated/torn from the catheter body. In addition, the catheter proximal marker also found separated/torn from the catheter. The ldpe coupling tube, proximal marker, and the detachable tip were not returned as it remains in the patient. The tubing material at the separated ends exhibited with plastic deformation (jagged edges). No other anomalies were observed. Testing analysis: none conclusion: based on the device analysis and reported information, the customer¿s report was confirmed. As the separated ends of the ldpe coupling tube and proximal marker exhibited with plastic deformation it is likely that the separation occurred as the tensile strength of the material was exceeded. Separation can occur if the apollo catheter is advanced/retrieved against resistance, kink/damage in guide catheter/sheath, or hard clots/calcifications in the navigation tract which may snag the catheter. However, the cause for the catheter separation could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo tip detached prematurely. During the preparation of the microcatheter according to the instructions for use (IFU) and advanced through the hemostatic valve without complications, the doctor advances through the right external carotid artery upon reaching the maxillary artery it is seen that the distal marker is fixed and does not move at the time of the doctor continue advancing the microcatheter, reason for the which shows that the detachable tip was released without being pulled. There was no friction or diffulty during injection. There was no force applied during removal. The tip was not entrapped or stuck. There was no vasospasm. No medical intervention was required. It did not occur during onyx injection. The catheter was flushed as indicated in the IFU. The devices were prepared as per IFU. The patient was undergoing occlusion of intracranial vessels (avm) at the level of the right meningeal artery with onyx embolic fluid. The access vessel was the femoral artery with a diameter of 7mm. Vessel tortusoity was normal. No patient injury or symptoms were reported. Ancillary devices: chaperon sim 6fr guide catheter, apollo 105-5096-000 microcatheter, mirage 103-0608 guidewire, onyx 105-7000-060 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.